Event description:
A piece of the outer membrane had broken/torn off and was located inside of the globe, in between the outer plastic wall and the inner medication reservoir. Also, the device would not infuse properly. No fluid came out. Device was returned to the pharmacy for inspection. Device was never used.